Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 5) with one cartridge during the load process. Reportedly, the customer believes she may have loaded more than 300 units of insulin. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.